Manufacturer narrative:
Review of applicable device history records did not identify any deviations or excursions that are likely to have contributed to an infection. Nalu has not received any test results confirming the suspected infection. Infection at surgical incision sites is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the system was explanted due to the implantable pulse generator eroding through the patient's skin at the incision site as well as suspected infection at the site of erosion.